Manufacturer narrative:
Date sent to the FDA: 08/25/2021.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted the adverse event which occurred on (B)(6) 2014. (B)(4) submitted the adverse event which occurred on (B)(6) 2018.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2014 during which the surgeon noted he performed an extensive lysis of adhesions. It was reported that the patient underwent removal surgery on (B)(6) 2018 during which the surgeon noted an extensive take down of adhesions to the mesh. He observed that the hernia came through a hold in the mesh and that the mesh in many places was not adhered well to the abdominal wall. Due to lack of mesh integrity, he elected to remove the mesh. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite, scarring and extreme weight loss. No additional information was provided.